Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of "failure to follow instructions" following a review of the reported event details, available information, and product record review. According to the event information, the motor drive unit (mdu) was on during the insertion of the device into the patient. Since the device is not designed to withstand the forces that could be encountered when advancing while rotating, this condition could contribute to causing a failure that led to a decrease in image quality or a total loss of image. According to the IFU indications, the mdu shall remain off when inserting the device into the patient. Regarding the reported device entrapped air, the as-analyzed cause code of "cause not established" is assigned, following a review of the reported event details, available information, and product record review. In this case the device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported event. Improper handling, device manipulation or not following the correct instructions during the procedure, alongside the anatomical conditions of the patient, could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event.

Event description:
It was reported that catheter issue occurred. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During preparation, air ingress was confirmed so image was lost during insertion. The procedure was completed using another of the same device. There were no patient complications reported.